Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of primary osteoporosis caused by compression fracture in need of percutaneous vertebroplasty used in spinal therapy. It was reported that the balloon broke during balloon dilation and the balloon dilation solution was washed while leaving the balloon fragment as it was. Since balloon dilation was still insufficient, drilling was performed again with the precision drill, a new balloon was opened, and balloon dilation was performed again. After that, the operation was completed successfully. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.